Event description:
The physician successfully deployed a 3.5 mm diameter x 18 mm length integrity rapid exchange (rx) coronary stent to treat a calcified lesion in the rca. The balloon of the integrity rx device was inflated for less than 1 minute. A balloon burst occurred at 16 atm's. The rapid exit of the contrast fluid from the balloon caused a small dissection proximal to the lesion. The dissection was treated by monitoring only. The device had been inspected and negative preparation had been performed on the device prior to use and no abnormalities were noted. The procedure ended in a good result and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (calcified lesion), (dissection of coronary artery). Conclusions: (calcified lesion). Device and cine image evaluation: the hypotube was kinked approximately 11.5 cm distal to the strain relief. The balloon was partially inflated. The distal tip was frayed. Negative pressure applied to the device confirmed the presence of a leak in the device. A small tear was located on the body of the balloon distal to the proximal inner shaft marker. There were long radial scratches evident on the balloon material at the leak site. The procedural images provided confirm the difficult nature of the target lesion. Despite pre-dilation of the lesion the deployed stent appears to partially conform to the shape of the lesion. The reported dissection was not captured on the received cine images.